Event description:
It was reported that the patient felt unwell with symptoms of dizziness and presented to the emergency department. Upon interrogation, lack of pacing was seen and the device was found to be operating in safety mode. It was alleged that the device battery depletion was premature. Because the patient was pacemaker-dependent, a temporary pacemaker was implanted prior to the revision procedure. The following day, this device was explanted and replaced to resolve the event and the patient was stable. This device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of the device entering safety mode. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the safety mode was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely.

Event description:
It was reported that the patient felt unwell with symptoms of dizziness and presented to the emergency department. Upon interrogation, lack of pacing was seen and the device was found to be operating in safety mode. It was alleged that the device battery depletion was premature. Because the patient was pacemaker-dependent, a temporary pacemaker was implanted prior to the revision procedure. The following day, this device was explanted and replaced to resolve the event and the patient was stable. This device was subsequently received for analysis.

Event description:
It was reported that the patient felt unwell with symptoms of dizziness and presented to the emergency department. Upon interrogation, lack of pacing was seen and the device was found to be operating in safety mode. It was alleged that the device battery depletion was premature. Because the patient was pacemaker-dependent, a temporary pacemaker was implanted prior to the revision procedure. The following day, this device was explanted and replaced to resolve the event and the patient was stable. The device was received and is currently pending analysis completion. Once the investigation is complete, this record will be updated with results.